Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "no complaint." Healthcare professional later reported "right side rupture." The device has been explanted.

Event description:
Healthcare professional reported right side "no complaint." Healthcare professional later reported "right side rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. Wear abrasion is observed. Brown particles were observed on the shell.